Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 31 mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. The imaging modality used was transesophageal echocardiogram (tee). The landing zone measurements were recorded under the following views: 45 degree (os- 30; lz- 17), 135 degree (os- 24; lz- 27; sandwich- 31mm; wing height 12), 0 degree (os- 34; lz- 19), 90 degree (os- 31; lz- 27). The sizing of the device was determined with the following information: max lz was 27mm, appendage was oval, but this was a limited depth anterior chicken wing that required a modified sandwich approach. During the procedure, there was one recapture to improve positioning and depth with no difficulty. Close criteria were met. A tension test was performed and demonstrated good compression. The device was implanted. In the recovery room, the patient's blood pressure decreased. Tee showed the device had embolized to the mitral valve. The patient was taken emergently to the cardiac catheterization lab to snare the device from the left atrium. The device was removed from the patient. The patient status was stable.